Event description:
The customer reported obtaining erroneously high sodium (na) and potassium (k) results for multiple patient samples involving a unicel dxc 800 synchron system. The customer indicated that erroneous results were not reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. When the issue was noticed, the samples were repeated on an alternate dxc analyzer and reports amended. The customer provided original results for the initial run but repeated results were not provided and comparisons could not be made. Low level quality control (qc) for na, k, cl and calc prior to the event was high and out of the laboratory's established range; the other 2 qc levels were within the laboratory's established ranges. Review of qc results between (B)(6) 2013 indicated intermittent imprecision but the customer did not contact beckman coulter for assistance during the period. Beckman coulter field service engineer (fse) was dispatched and noted air bubbles in the ion selective electrode (ise) buffer tubing at the ratio pump. The fse replaced the ratio pump and repair was verified per established procedures. The customer only questioned results for na and k but chloride (cl) and calcium (calc) results could also be erroneous based upon the failure mode.

Manufacturer narrative:
The customer reported a similar event on (B)(6) 2013. Please see medwatch #2050012-2013-00145 for the report of the event.